Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account further investigation. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported via social media that after having multifocal intraocular lenses (iol) implanted bilaterally last year, the near vision implanted, but the clarity of the vision was not as good as it had been with glasses. The consumer also reported that he/she had developed floaters in the right eye and after discussing the complaints with a retinal specialist and having a second opinion. It was decided to exchange the multifocal iol for a monofocal iol, as well as perform a vitrectomy to treat the floaters. The reporter did not provide any contact info; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the right eye.